Event description:
Reference number (B)(4). Event occured in the united states on (B)(6) 2024, it was reported that the patient faced infusion set bent cannula and was consecutively hospitalized due to high blood glucose levels and diabetic ketoacidosis. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.